Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0101870v, implanted: (B)(6) 2001, product type: lead; product ID 3487a-33, lot# j0101870v, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
A little less than two months later the reporter wanted to know how long the battery would last. The battery voltage was at 2.8v on (B)(6) and now on (B)(6) it was at 2.78v. Therapy measurement was at a1=150ohms and a2=54ohms. Longevity was estimated at 12 months until elective replacement indicator (eri) on the sc calculator. The patient has a unique lead position and it was working well, so they did not want to revise the lead. It was determined that the ins was not depleting rapidly and the lead placement was good, so leave everything as it.

Event description:
The patient was getting good therapy and was happy with the system. There were no issues. The longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The patient wanted to know if he had at least six months left with this battery. It was then stated that many of the electrode impedances were low; comparing against historical impedances, many have changed and were low. The most recent impedances were run at only 0.7v. It was unknown when the impedances dropped off, as the patient has had no problems and did not file a complaint. April 2014 impedances: -0<(>&<)>1 - 0<(>&<)>7 (all pairs with zero) were >4000ohms -1<(>&<)>5, 2<(>&<)>5, 4<(>&<)>5, 5<(>&<)>6, 5<(>&<)>7 were all >4000ohms 06-22-2011 impedances: -0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, 0<(>&<)>4, 0<(>&<)>5, 0<(>&<)>6 0 <(>&<)>7 were in the thousands 1<(>&<)>2, 1<(>&<)>3, 1<(>&<)>4, 1<(>&<)>5, 1<(>&<)>6, 1<(>&<)>7 were in thousands, a couple in the hundreds but nothing that stood out. -2<(>&<)>3 231ohms, 2<(>&<)>6 252ohms everything else paired with 2 was 'good'. -notable low contacts: 3<(>&<)>4 188ohms 3<(>&<)>6 151ohms 3<(>&<)>7 169ohms 4<(>&<)>6 200ohms 4<(>&<)>7 221ohms 6<(>&<)>7 181ohms 09-03-2014 impedances: -1<(>&<)>3 184ohms 1<(>&<)>4 196ohms 1<(>&<)> 6 188ohms 1<(>&<)>7 190 -2<(>&<)>3 180ohms 3<(>&<)>4 139ohms 3<(>&<)>5 179ohsm 3<(>&<)>6 127ohms 3<(>&<)>7 130ohms 4<(>&<)>5 192ohms 4<(>&<)>6 135ohms the current settings were: -a1 4+ 5- 6+ 30hz 360usec 1.15v -a2 1+ 2+ 4+ 5- 6- 7+ 30hz 330usec 1.5v -24/7, no group impedances, battery voltage 2.805v the cause of the impedance issues was not determined. The patient has not reported any discomfort or problem with the stimulation. No further actions were taken. The patient will have to be seen back in 2-3 months or sooner for an ins replacement. If additional information is received, a follow up will be sent.